Manufacturer narrative:
Result: damaged main and auxiliary power cords.

Event description:
It was reported by service report that the bed had intermittent power; the main power cord power prong was loose, and the auxiliary power cord was missing the ground prong. No pt involvement or adverse consequences were reported.